Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal bupivacaine and dilaudid (hydromorphone) at unknown concentrations/doses via an implantable pump for spinal pain indications. It was reported that the patient's pump implant 'was at a hospital and due to hospital rules, they couldn't fill the pump there'. The patient stated that the healthcare provider (hcp) could not draw the saline from the catheter, 'so when the meds finally hit, it was a little too high, making me so sick. It was on a friday. I was getting so nauseous and couldn't reach [the hcp] or their after hours' line, and the ER couldn't do anything. And I'm diabetic.' The patient stated 'I got it filled on october 9th, so the afternoon of october 13th when I got nauseous and started throwing up. It was really bad and I was unable to get a hold of anyone. By the time I thought to call [medtronic]mdt, nobody was staffed there. So I went to the ER and they said we can't turn it off, so they just gave me some meds to help with the nausea. So now I'm in a situation where I need more pain relief, but I'm scared to have it turned back up due to the throwing up. Additionally the patient stated, 'I'm still in a lot of pain. The pump is helping - I'm not screaming when I wake up anymore, but I think I should be getting a little more pain relief.' Patient stated their next refill was scheduled in february.